Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested multiple times, however no reply was received. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
To begin with your product and the surgeon were the best fit at the time for this standard tka stryker knee. However, I am an aspiring triathelete who started triathalons at (B)(6) (one year ago) with aspirations to win my age group at the world championship in (B)(6). I need your help in changing to the traithalon tka so that I have more than 100 degree flex and my agility increases. How can we have this done?